Manufacturer narrative:
Checking the DHR of the involved lot #1106639, no pre-existing anomaly was found on the components that were released on the market with the same lot #. This is the first and only complaint received on this lot #. We will submit a final MDR as soon as the investigation will be completed.

Event description:
Hip revision surgery performed on (B)(6) 2021, due to breakage of the taper of the revision modular stem ø20mm (product code 3816.15.020, lot #1106639 - ster. 1100200). The following components were removed and replaced: revision modular stem ø20mm (product code 3816.15.020, lot #1106639 - ster. 1100200). Femoral modular head - s ø32mm (product code 5010.09.321, lot #1010245 - ster. 1000261). Revision modular neck h.60mm (product code 7515.15.010, lot #1200614 - ster. 1200040). Patient is a male. It was reported he has a normal bmi. According to the complaint source, patient performs normal activity level. Previous surgery took place on (B)(6) 2012. Event happened in (B)(6).

Manufacturer narrative:
The suspected product was never marketed in the USA. The initial report was erroneously filed. Based on the performed investigations and reviewing the device history records, no anomalies were found on the total number of components manufactured with the involved lot #1106639. The analysis on the explanted stem found no defects nor inclusions in the fracture starting-area, nor on the material.

Event description:
Revision surgery of the right hip performed on (B)(6), 2021, due to breakage of the taper of the revision modular stem ø20mm (product code 3816.15.020, lot #1106639 - ster. 1100200). The following components were removed and replaced: · revision modular stem ø20mm (product code 3816.15.020, lot #1106639 - ster. 1100200). · femoral modular head - s ø32mm (product code 5010.09.321, lot #1010245 - ster. 1000261). · revision modular neck h.60mm (product code 7515.15.010, lot #1200614 - ster. 1200040). Previous surgery took place on (B)(6), 2012. Patient is a male. He is 77. He is 1.82m tall and weighs 73kg. According to the complaint source, patient performs normal activity level. The patient has bilateral limacorporate revision stem implants. The prosthesis on hip's left side (originally a competitor's cemented stem) was first revised in 2012. A revision stem was implanted then, and successively revised in 2013 due to subsidence. It was reported that a longer body revision stem was implanted in 2013. Event happened in new zealand. Please note that the stem involved in this complaint belongs to a version that was never marketed in the USA. The initial report was erroneously filed.